Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that caller could not get the implanted neurostimulator (ins) charged above 50%. Caller stated they were going to try again, but patient was restless. When caller tried again to charge the ins they were getting 4-5 coupling boxes, but ins battery again will not advance above 50%. No other symptoms or further complications were reported.